Event description:
It was reported that this pacemaker was explanted and replaced due to a product performance issue. This device has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was explanted and replaced due to a product performance issue. This device has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported. Additional information was received that this pacemaker was explanted and replaced due to operating in safety mode. This device has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
Correction: h6 device codes.

Event description:
It was reported that this pacemaker was explanted and replaced due to a product performance issue. This device has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported. Additional information was received that this pacemaker was explanted and replaced due to operating in safety mode. This device has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. This device was not returned for analysis. The product investigation determined that the "no problem detected" investigation conclusion code was selected based on product record and available information review. Correction: h6 device codes.